Event description:
It was reported that a patient experienced oxygen desaturation during use of the life2000 device and was hospitalized for high co2 levels. The device was located at the patient's home. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that a patient experienced oxygen desaturation during use of the life2000 device and was hospitalized for high co2 levels and subsequently died. The patient was a 25-year-old female with a medical history of cystic fibrosis, double lung transplant, diabetes, lymphoma, sepsis, supplemental oxygen dependent, hypercapnia, and chronic respiratory failure. The patient was reported to have severe lung scarring and her lung capacity had significantly diminished recently. On (B)(6) 2022, the patient woke her mother due to difficulty breathing and felt she was not getting enough air through the compressor. The life2000 ventilator was connected to the compressor and an oxygen concentrator; no alarms were noted on the ventilator or compressor. The patient¿s oxygen saturation was 66% and the patient had a fever (temperature not reported). The patient¿s mother called 911 and when paramedics arrived, they connected the life2000 device to an oxygen tank. The patient¿s oxygen saturation recovered to the mid 90¿s. The patient¿s mother was unsure if the life2000 malfunctioned or if something happened within the patient¿s lungs. The patient was transported to the hospital and admitted to the intensive care unit (ICU) due to high co2 levels. An arterial blood gas was performed, and the patient was intermittently placed on bipap and the life2000 device. On (B)(6) 2022, the decision was made to move the patient to comfort care and the life2000 device was used during this time. The patient died on (B)(6) 2022. The cause of death was reported as respiratory failure. The following additional information was obtained from the patient¿s mother. The patient¿s oxygen saturation was 95% in the days preceding the reported event of oxygen desaturation. At home, the patient was using an invacare perfecto 2 v oxygen concentrator bleeding in 4 liters of oxygen to the life2000. Per the patient¿s mother, the life2000 device was connected to hospital source oxygen while the patient was hospitalized from (B)(6) 2022. The patient was previously hospitalized and discharged on (B)(6) 2022 (with the rented life2000 device). No additional information was provided. Clinic notes received by the hillrom respiratory team on (B)(6) 2022 indicate the patient had a prior hospitalization on (B)(6) 2022 for acute-on-chronic hypercapnic and hypoxic respiratory failure. Other diagnoses/medical history included possible recurrent pneumonia, history of b-cell lymphoma, acute sepsis, complication of transplanted lung, diabetes mellitus, pulmonary hypertension, aspergillosis, cytomegalovirus infection. It is noted that end of life decisions and palliative care was discussed during this hospitalization due to the patient¿s failing allograft. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The device does not monitor patient oxygen saturation levels. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. A low pip (peak inspiratory pressure) alert indicates that the patient¿s peak inspiratory pressure is below the set limit. The IFU instructs the user to ensure the nasal interface is not leaking at the patient side, switch to another active activity button, and contact their physician if the alarm persists. The life 2000 device provides multiple ¿low pressure¿ alerts (low pip, low gas), of which the IFU provides instructions for resolving the issue. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. The patient in this event had significant hypoxemia requiring medical intervention by emergency medical services followed by hospitalization in the ICU. The ultimate cause of the reported oxygen desaturation is unknown, but likely multifactorial due to the patient's very complex medical history. The life2000 ventilator and compressor were inspected by hillrom. The alarm log showed a history of low source gas pressure alarms, low delivery pressure alarms, and low pip alarms. A focused review of the alarm history surrounding the event showed these alarms occurred one day prior to the event, on the day of the event, and while the patient was using the device in the hospital (B)(6) 2022 during inspection of the device, therapies were run at low, medium, and high activity levels with no error messages or alarms observed. A device malfunction was ruled out. The life2000 device functioned as intended. The patient in this event required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure for the event of oxygen desaturation. However, it is unlikely the life2000 device caused or contributed to the patient¿s death as the death was more likely related to the patient's comorbidities. At present, hillrom is unable to determine if a system interaction and/or malfunction between the life2000 device and third-party vendor oxygen concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.